Manufacturer narrative:
(B)(4).

Event description:
The patient reported today that he felt heat and burning pain (not temperature) in his stomach at the implantable neurostimulator (ins) implant site when he went to the hospital for his neurology opd this afternoon. The company representative checked the ins at the emergency by using the clinician programmer (8840); it showed the ins was turned off but the battery status was okay and all impedances were in normal range. The patient turned it off himself for two weeks, because he thought it didn¿t help/reduce his pain but also stated he turns it on only at night because the stimulation helps him sleep better. It was confirmed that the stimulation was off when this began. No stimulation sensation was reported; the company representative turned the ins on but the patient could not feel stimulation. At the ER, the doctors observed his ins implant site by eyes, x-ray, and ultrasounds. The patient was checked for infection, fluid around the ins, and ins battery leakage. The doctors checked for ¿everything.¿ no trauma or infections symptoms were found. There have been no falls or traumas. The patient¿s pulse rate was at 220 and blood pressure was 270 over ¿something.¿ blood tests were also done, the result showed all the numbers were normal and the crp was 0.3mg/l (normal <(><<)>5). The ER doctors didn¿t find any reason for the cause of the pain. The patient got nearly 100mg of morphine via IV but still complained about the pain. The ins was functioning normally. The company representative couldn¿t tell if the symptom was reduced greater than 50%. The patient¿s device was turned the ins on with original parameter (set by his doctor) but he still felt pain on the implant site. The patient was sent home and to observe the changing of his implant site. The device was currently off. The patient is allergic to ¿everything under the sun¿ including: gold, plastic, and many medicines. It was noted the patient self-administers a local anesthetic near the ins site with doctor knowledge for the pain. It was then stated that the patient will be heading to the local hospital. Three days later the company representative reported that because of the patient¿s doctor traveling, they can¿t receive advanced programming p rescription but the patient can turn it on and off himself. It was noted the patient can¿t legally drive due to the medications he is on. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)